Event description:
Reportedly, two anastomic leaks occurred using the autosuture staplers with a resultant prolonged hospital stay, extra CT scans, radiological drainage and use of tpn. Sex: unk, procedure: unk.